Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4). Device is an instrument and is not implanted/explanted. Phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure at levels c5 to c7, the recess in the head of the screw was too shallow. While using the star drive t8 driver to insert the screws, the star drive t8 driver actually sheared off and burred out of the head of the screw making the screw impossible to insert and/or remove. As a result, the screws could not be locked in fully and could not be advanced. As an alternative, the surgeon used angled drivers rather than straight drivers to complete the procedure but those devices broke. The procedure was delayed by 45 minutes due to this incident. The screws have been implanted in the patient. No pieces from the instrument were left in situ. The patient had suboptimal results for this procedure; there was no harm to the patient reported. This report 6 of 7 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) screwdriver t8 self-hold (part 03.617.900) was received for manufacturing investigation. The article is in a used condition with the tip of the screwdriver worn out/damaged. During manufacturing investigation, all relevant characteristics were checked against specifications. The shape of the torx driver was tested with functional gage. The test itself included the assessment of the self-holding requirement for the screwdriver. The penetration depth has been measured with the function gage. The torx test results were within specifications. However, due to the tip damage, the second test was out of specification by 0.01mm. Since the first test confirmed that the screwdriver was still working as intended, the reported issue could not be confirmed. No manufacturing related issues were identified and/or confirmed. Device history record review: manufacturing site: (B)(4) - manufacturing date: november 5, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The reported event has been determined to represent a product problem only. As such, no patient harm has been assessed for reporting. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.